Event description:
Pt was wearing cannula when a flash fire occurred at pt's face during plastic surgery. Cautery was being used at the time.

Manufacturer narrative:
The sample available was not required to perform an eval because the problem reported was not directly involved with the product. Our mfg process was reviewed and no anomalies were found related with the issue reported. According to the issue reported, an electro cautery was being used at the time of the surgical procedure and this could be what contributed to the reported issue. The cannula itself could not cause the fire reported. Since it was determined that the product was not the cause for the reported issue, no corrective action will be initiated in response to this notification.